Manufacturer narrative:
Batch review performed on 27 march 2018. Lot 166668: (B)(4) items manufactured and released on 13 december 2016 expiration date: 2021-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø60 two-holes reference (B)(4), lot 167728: (B)(4) items manufactured and released on 13 march 2017 expiration date: 2022-03-02 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When the surgeon was implanting the liner, it wouldn't seat. The surgeon used a secondary liner (same reference, but different lot [174526]) to complete the surgery. The surgery was completed successfully. Five minutes of delay.

Manufacturer narrative:
Visual inspection performed on 28 march 2018 by r&d product manager: the liner were checked: some holes were noticed in the liner, probably performed with bone screws to extract the liner. No particular other signs were noticed but a furher analysis from quality control was required. Investigation performed on 24 april 2018 by quality control manager: on apr 24, 2018 the cq responsible provided the results of the metrological analysis performed on the retrieved liner, reporting that the dimensional control had identified a slight deformation of the liner cone. Update performed by r&d product manager on 27 april 2018: the controls were performed and the dimension of the taper angle was slightly wider than the specifications: the value found was 0°0'33'' higher. The increased dimension can be related to the deformation occurred during its use, while the event is probably related to an impaction not properly in axis with the cup.